Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on may 21, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
On 22-jan-2026, a company representative - service personnel contacted technical service to report that totalcare frame (product code p1900q007641, serial number (B)(6), had power cord damaged with copper wires exposed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.